Event description:
Legacy: a 39 y/o pt went through a couple of venus legacy treatment on her abdomen for having excessive loose skin and scratch marks. A hematoma was reported due to the treatment. The interval of her treatment was once a week for 20-minutes for the entire abdomen. The temperature reached 41 degrees c as per the protocol and per patient heat tolerance using the octipolar. Two days after her last treatment, she felt a big lump on her left side of the abdomen and made her feel in pain.